Manufacturer narrative:
The initial MDR 2432235-2019-00375 was filed on 23-oct-2019. Additional information (15-nov-2019): the customer service engineer stated that replacing the reagent probe 1, solved the issue. Siemens investigated the issue and determined the potential cause of the discordant, falsely high test results for alphafetoprotein (afp) was the presence of fibrin in the sample and it can cause an elevation in the relative light units (rlu) which could also be a potential explanation for the initial high results. The device is performing within specifications. No further evaluation of this device is needed. The event problem and evaluation codes were updated. Mdrs 2432235-2019-00374_s1, 2432235-2019-00376_s1 and 2432235-2019-00377_s1 were filed for the same event.

Manufacturer narrative:
The customer contacted siemens to report discordant, falsely high test results for alpha-fetoprotein (afp) were obtained from an atellica im 1600 instrument. A siemens customer service engineer (cse) replaced the sample air pump and plunger and probe 1. Siemens is investigating the issue. Mdrs 2432235-2019-00374, 2432235-2019-00376 and 2432235-2019-00377 were filed for the same event.

Event description:
Discordant, falsely high test results for alpha-fetoprotein (afp) were obtained from an atellica im 1600 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument and the repeat test results were reported as the correct result. New patient samples were obtained for repeat testing on an alternate atellica im 1600 instrument. It is unknown if the test results from the second sample were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high test results for alpha-fetoprotein (afp).